Manufacturer narrative:
(B)(4) - eval of the returned product found that the alarm has power but there is no alarm tone when pressure is off the pad or when the sensor is detached from the alarm. Cannot continue with any functional tests. One of the screws that is used to hold the alarm case together is rusted. The battery door is missing. Note: the instructions for use has a warning statement: "the posey keepsafe fall monitor is an electronic device. If the unit is subjected to severe mechanical shock such as dropping the unit, or is submerged in liquid, the unit may stop functioning as designed." (B)(4).

Event description:
Customer claims the alarm has power, but no alarm tone when pressure is off the pad or when the sensor is detached from the alarm. The customer reported that they didn't see any cracks on the alarm case and no signs of corrosion or battery leakage. There was no pt contact.